Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1e. Pump received with cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.